Manufacturer narrative:
This event was previously reported to the FDA on a summary report and is now being submitted on a 3500 a per FDA request. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a lobectomy, for the 3rd firing, the surgeon clamped the tissue of pulmonary parenchyma, pushed the green button and tried to squeeze the handle, however the handle ran idle and could not fire the device. Replaced by a new cartridge and the firing was completed. There was no patient injury.